Manufacturer narrative:
The reported failure of an error indicating that the fluctuation level of the flow sensor deviated from the expected standard is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information that a trilogy evo, USA loaner device was returned. There was no harm or injury reported. The device was not in patient use. The trilogy evo USA device was returned to a third-party service center for evaluation. Review of the device event log identified an error indicating that the fluctuation level of the flow sensor deviated from the expected standard. Although the event log identified the condition, the service documentation did not record the recommended component replacement intended to address the issue. No repair was performed. The device was subsequently crushed and disposed of. The reported failure of flow sensor deviated from the expected standard is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.